Manufacturer narrative:
Date is estimated, month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient had a return of bowel incontinence. They do not know if its diet related. The patient also noted they have been going through airport scanners without turning stimulation. They tried increasing prior to calling, but still do not feel stimulation. On the call, they increased to 3.4 and felt comfortable stimulation. They will monitor their symptoms and increase again as needed.